Manufacturer narrative:
Implant returned (B)(6) 2016. Discarded.

Event description:
The dentist reported a screw fracture and the implant had to be removed.

Manufacturer narrative:
Visual inspection of the returned implant revealed evidence of a fractured screw inside the implant. The exterior of the implant was damaged, likely from the implant/screw removal attempts. The remaining screw portion was not returned for review as the customer discarded it. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would cause or contribute to the subject complaint. A definitive root cause has not been determined.